Event description:
The patient reported that the up arrow button required several presses on the keypad and more force in order for it to respond. The patient also stated that he needed to find the up arrow button since the up arrow key contact did not always respond to button presses. The down arrow and ok keypad buttons were reportedly responding as expected and that the patient wore the pump in a case attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 01/24/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: all keypad buttons were found to be responding appropriately to button presses. The keypad was removed and no button contact defects were found.